Event description:
The end user facility contacted olympus to report an inability to generate an image on their hd camera head. The reported phenomenon occurred during setup prior to a procedure, and the end user replaced the subject device with another similar device. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; only a distorted image appeared. In addition, a cable condition check failed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the inability to generate an image was due to cable failure, causing distortion of image/blurry image. Olympus will continue to monitor field performance for this device.